Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home pt got the pt line of the homechoice set caught in their recliner chair and it caused a leak. Baxter's technical service center assisted the pt in ending therapy . The home pt called the nurse and pt was administered prophylactic antibiotics (medication and dose unknown). Per rn, no pt injury reported.